Event description:
Caller alleging receiving discrepant low inratio reading. (B)(6) 2013 inratio 1.7, lab 2.75. Two hours between testing. Patient's therapeutic range 2.5 - 3.5. No adverse events.

Manufacturer narrative:
Investigation pending.